Event description:
The customer stated that the unit had an ECG lead fault and 60 cycle noise on the signal. New cables were tried with the same results. There was no patient involvement.

Manufacturer narrative:
Device logs examined. Result: could not duplicate reported problem, although log examination confirms that it occurred. The device is an automatic external defibrillator and the actual device involved was evaluated. Examination of the device log indicates that the unit experienced 2 instances of lead fault during acquire. Several of the ECG lead snapshots available in the logs show rail to rail noise on all leads. The customer had reported 60 hertz noise on the signal, but there was no evidence of this. Welch allyn factory service could not duplicate the reported lead fault errors or noisy signal using known good ECG leads. It's possible that the customer failed to connect their leads properly or that the leads that they had very defective. The customer reported that they had the same result with different lead sets, but they did not return any leads for evaluation. We visually inspected the internal printed circuit boards, cables and connectors and found no problems.